Manufacturer narrative:
The product was returned for analysis. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic edge is nicked/chipped-rejectable, torn/split. Additional information: the complainant states the use of non-company viscoelastic which is not qualified to be used with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified combination. The use of nonqualified combination may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was stuck in the incision. The haptic broke when the surgeon tried to retrieve it. A new lens was used to complete the surgery. There was no patient impact.